Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted along with concurrent hysterectomy due to stress urinary incontinence, uterine prolapse, and cystocele. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures and on (B)(6) 2009 the patient underwent excision of mesh erosion, release of arms and anterior repair. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.